Event description:
Patient had left hemicolectomy due to a diagnosis of cancer. Patient surgery was uneventful. Post operative day two (2) patient developed symptoms and a posterior 1 1/2cm disruption was found at the stapled anastomosis. There was no inflammation. Surgeon created a new anastomosis without using psd veritas buttress. Patient is reported to be doing fine. Surgeon states he does not know why the staple line had a disruption.

Manufacturer narrative:
If additional pertinent information becomes available, a supplemental report will be submitted. Device lot numbers not reported to manufacturer, therefore, manufacture and expiration dates unknown.